Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy during deployment due to circumstances of the procedure. The reported patient effects of dissection and diminishing pulse are known inherent risks of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an iliac stenting procedure. The puncture was superior to a calcium plate.reportedly, when the proglide plunger was removed, there was no suture. Manual arterial compression was used to achieve hemostasis. Once the compression was done, a cold foot with no pedal pulse was observed. A focal dissection at the left common femoral artery was observed and was surgically repaired under general anesthesia. The patient was okay afterward. Reportedly, there was no way of knowing with certainty what caused the dissection. Hospitalization was prolonged. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.